Manufacturer narrative:
No product was returned; however the user manual 'warnings' section states 'clamp the fluid path tubing and/or disconnect the tubing from the enteral access device before removing the medication cassette reservoir from the pump to prevent uncontrolled delivery of medication'. If this is not done medication may leak from the disposable (cassette and tubing). At this point there is no evidence that the pump failed to meet specifications. If the product is returned, this complaint will be reopened for further investigation. The device is outside its warranty period. A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months.

Event description:
It was reported that the device under delivered the medication. Leakage was also observed. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.